Event description:
It was reported a patient's insertable cardiac monitor (icm) presented with failure to interrogate. No changes were reported. The patient status was unknown.

Manufacturer narrative:
New information: b5, e1, e2, e3, g2.

Event description:
New information received notes the patient was stable.